Manufacturer narrative:
(B)(4). B5 describe event or problem - correction d9 date device returned - correction g3 date received by mfg - addition information g6 type of report - addition information h2 additional information/ device evaluation - addition information. H6 adverse event problem - correction.

Event description:
Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR, product was received on 4/16/2025 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). MFR nos 3004753838-2025-057987 and 3004753838-2025-057987-01 were reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.